Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.

Event description:
It was reported that the device was at elective replacement indicator (eri) prematurely. The device was explanted and replaced. It was also reported that the threshold was high on both the right ventricular (rv) and left ventricular (lv) leads, and there was a potential concern about the performance of the lv lead. During the device change the physician evaluated the leads. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the left ventricular (lv) lead was turned off and later capped and replaced.